Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the fenestrated bipolar forceps (fbf) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the instrument log for the fbf instrument associated with this event was performed and showed that the instrument was last used on 12-jul-2024 on system sk0841. The instrument had 9 uses remaining after last use.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the fenestrated bipolar forceps (fbf) instrument wire broke and injured the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The wire was fully broken. The instrument failed the electrical continuity test, and there were no signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found there were no abnormally sharp or damaged components that may have contributed.

Event description:
Refer to h10/h11 for follow-up information.